Event description:
It was reported that approximately six months post stent placement to treat portal hypertension through right jugular vein, the device stent allegedly fractured and restenosis occurred. It was further reported that interventional procedure was reperformed and a bare stent was implanted after pta for treatment. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot.based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a physical evaluation was not performed because the sample was not available. An image was received and reviewed which indicated the stent fracture. Based on the information available it is known that the stent placement procedure went well and no device deficiency was noted. The reported treatment of portal hypertension represents an off-label use of the device and was considered a significant factor. According to the instructions for use supplied with this product, the product is indicated for use in the iliac and femoral arteries. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the potential risk is sufficiently addressed. Potential adverse events associated with the use of the bard e-luminexx vascular stent include, but may not be limited to the usual complications reported for vascular procedures such as stent fracture, restenosis. However, the reported use of the bard e-luminexx vascular stent represents an off-label use of the device. According to the instructions for use supplied with this product, the bard e-luminexx vascular stent is indicated for use in the iliac and femoral arteries. H10: b5, d4 expiry date (05/2022), g4 h11: h6 (results, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, a image was provided for review. The investigation of the reported event is currently underway. Expiry date (05/2022). Device not returned.

Event description:
It was reported that approximately six months post stent placement through right jugular vein, the device stent allegedly ruptured under radiography and in-stent restenosis occurred. The patient's current status was unknown.